Event description:
Patient had a celect ivc filter placed in 2009 at another hospital. She presented to my clinic earlier this month with a fractured celect ivc filter. There is one piece in her abdomen and 1 piece in her heart. I removed the filter in her ivc. The other 2 pieces remain in place. In 2009 a cook celect ivc filter was placed in the patient at another hospital. She presented to me in (B)(6) 2017 with a fractured ivc filter and 1 piece in her heart and 1 piece in her abdomen. I removed the fractured filter but not the separate pieces in her heart and abdomen on (B)(6) 2017.